Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture due to an avt accident."

Event description:
Healthcare professional reported "possible rupture due to an avt accident that happened on a cruise about a month ago". This record is for the right side. Device remains implanted.